Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Insulin pump received with missing retainer ring and missing reservoir tube o-ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring and missing reservoir tube o-ring. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube, missing reservoir tube o-ring and missing reservoir tube retainer. Cosmetic damage was confirmed at the side of the battery compartment. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.